Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. On (B)(6) 2020 it was reported that the patient had not showed for 2 refill appointments. He called his physician¿s office and stated that the pump had been alarming for a week and he was now in severe pain. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be ¿patient did not show up for refill appointment twice.¿ no diagnostics or troubleshooting had been done and no actions or interventions had been taken. The issue was not resolved, and it was indicated that the hcp had no further information to provide regarding the event. No surgical intervention occurred, and it was unknown if any was planned. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.